Event description:
When the epidural catheter was removed, the black mark tip that verifies an intact catheter was absent. At that point an identical epidural tray was opened and that catheter was measured against the used one. They were identical in length and no portion of the catheter was presumed missing. This occurred on 3/30/94, after only a few hours of use. Rptr thought it was probably a one time occurrence but it happened twice after that. They are concerned that this may be a safety issue. Other event dates 4/2 and 4/3/94.